Event description:
I had hernia repair surgery done and mesh was used during surgery. I went back a week later for a check up and I was still in great pain. The doctors argue over whether mesh was used or not. I was never advised of the mesh going to be put in my body. It was made by johnson and johnson. I am now being referred to a surgeon for mesh removal. My chronic pain has ruined my life. I have constant pain and I am now on permanent social security and remain in bed 99% of my day. My family have all abandoned me and I have lots of bladder and kidney infections. I can't even make it to the restroom most of the time. I wear diapers and pads. Every activity is painful including sitting up. My children had to grow up without their mom. The mesh has fallen back and is very close to all my organs and causing excruciating pain all day everyday. I was not given the choice as to have this inserted in me. It was supposed to be a simple surgery with no problems and it cost me everything. I was never contacted about a recall or anything and the newest test shows the hernia still being there and the same as before. "Have you had a lot of problems with this product."